Manufacturer narrative:
Medwatch field d4 expiration date and d4 catalog no were updated.

Manufacturer narrative:
A sample from the patient was received for investigation and the customer's result was confirmed. Upon further investigation, a fab2 interfering factor was found in the sample which affected the elecsys tsh assay. Per product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. A general product problem could be excluded.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). A sample from the patient was requested for investigation.

Event description:
There was an allegation of questionable tsh results from the cobas e 801 analytical unit. On (B)(6) 2023, the result from an abbott i2000sr was 1.0957 uiu/ml. On (B)(6) 2023, the result from the cobas e801 was 33.4 uiu/ml. On (B)(6) 2023, the result from a siemens centaur xp was 1.441 uiu/ml. The sample was diluted sample using saline and low tsh serum and the results were 1.524 and 1.46 uiu/ml. On (B)(6) 2023, the result from the coabs e801 was 33.4 uiu/ml. The sample from (B)(6) 2023 was diluted using low tsh serum and the results were: undiluted: 35 uiu/ml. 1:1 dilution: 35.1 uiu/ml. 1:2 dilution: 60.2 uiu/ml. 1:4 dilution: 89.6 uiu/ml. 1:8 dilution: 117.6 uiu/ml. The result using 25% peg 1:1 was 1.54 uiu/ml. Recovery 8.8%. The sample from (B)(6) 2023 was diluted using low tsh serum and the results were: undiluted: 34.3 uiu/ml. 1:1 dilution: 33.5 uiu/ml. 1:2 dilution: 56.2 uiu/ml. 1:4 dilution: 82 uiu/ml. 1:8 dilution: 116.8 uiu/ml. The result using 25% peg 1:1 was 1.32 uiu/ml. Recovery 7.7%.